Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd. The following information was provided by the initial reporter: I'm reaching out to report a malfunction with a device we have at our facility. It is the bd insyte auto guard 20 g x 1.00 in. The needle is slow to retract or will not retract completely leaving the needle exposed for a potential needlestick. I will attach the picture that has the identifiers on it. They have seemed to be contained to the same lot right now. The lot #4222721. Item ¿ 382633. Customer response october 31, 2024: 1) no impact to patient. 2) no serious injury to hcp. 3) (B)(6) 2024. 4) no samples, just the lot number that was involved that I sent in the initial information. 5) no medications given in the start of the IV. 6) yes, button was depressed. The button appeared to get stuck and leave a portion of the needle exposed. 7) the needle did retract, not fully. No needle stick injuries reported. Customer response: nov 6, 2024. 6. (2) approximately 15 or more times. 6. (3) (B)(6) 2024. #7 answers are the same as above. Customer response on jan 06, 2025. We need some additional clarification regarding the dates provided in the previous responses: (B)(6) 2024, (B)(6) 2024. Could you please confirm if these are four distinct dates when the events occurred, or if they represent approximate date ranges during which the events took place? Events did occur on these dates.

Manufacturer narrative:
This MDR is a result of additional information that was received that confirmed a 4th event date. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.